Manufacturer narrative:
A replacement pump was sent to the customer as well as a label for the return of the original pump. The original pump was not returned for evaluation. As the original pump was not returned for evaluation, it is not possible to determine if a malfunction of the device caused or contributed to the customer's reported issue. No additional complaints have been received from this customer. No conclusion can be drawn. As part of complaint remediation activities, historical complaint records are being reviewed for possible adverse events. Medela is committed to creating an effective complaint handling process to assure complaints are processed in a timely manner and evaluated for part 803 reporting.

Event description:
The customer reported the pump was too strong and was making her nipple bleed.